Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/8/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle and one suture piece outside its packaging that pertains to product code sxpp1b105 were returned for analysis. After investigation of the sample, the swage and attachment area were not as expected; since the hit of the stake was on the edge of the swage area of the needle, causing the needle was detach due to an incorrect swage resulting in breakage suture. Based on the information currently available, an incorrect swage issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/5/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - please provide lot number smbjak - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2023 and suture was used. During a total hip arthroplasty, the needle was detached from the suture during use. It was not a control release needle. After several stitches, when the surgeon held the needle with a needle holder after putting the needle through the dermis, the suture detached from the needle. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.